Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient was having premature ventricular contractions (pvc's). The implantable cardioverter defibrillator exhibited non sustained oversensing episodes due to undersensing pvcs. Programming changes were made. Patient was stable.